Event description:
Customer's family member reported testing customer with the freestyle meter and getting readings of 147 mg/dl, 179 mg/dl, and 242 mg/dl minutes apart. Reported comparison results vary more than 20%.